Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior/apical repair procedure. During placement of the second leg assembly through the ligament, as the physician was pulling the dilator with forceps, the dilator detached. Reportedly, the physician was still grasping the dilator piece when it detached, and it did not fall loose inside the patient. The physician removed this uphold device and completed the procedure with another uphold vaginal support system. There were no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
(B)(4)